Manufacturer narrative:
This is one event (cardiovascular) for the same patient involving two separate products.

Manufacturer narrative:
The additional information noted that the patient expired, but it did not specifically state a date of death. Therefore, no date was added next to the death box. This is one of two device reports associated with this event; the associated manufacturer report numbers are 1225714 - 2014-12141 and 1225714-2014-12142. Additional information has been requested and will be submitted upon receipt accordingly.

Event description:
Additional information received alleges that the patient subsequently expired.

Event description:
The plaintiff's attorney alleged that the plaintiff experienced a cardiovascular event on or about (B)(6) 2011 after the use of the product.